Manufacturer narrative:
(B)(6). Air dermatome, serial number (B)(4), was manufactured on april 4, 2005, and was over 11 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) revealed that the motor was corroded, the swivel was damaged, the reciprocating arm was worn and the lever was nonconforming. Prior to repair, the device was outside calibration specifications and was below motor speed specifications. Repair of the air dermatome was performed by (B)(4) which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, o-ring, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal, poppet, motor, motor sleeve, swivel, reciprocating arm, lever and ball plunger. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the details were unknown at the time of this reporting¿ was confirmed since during follow-up additional information was provided stating that the device had a blocked mechanism and significant air leak on the distal portion of the handle. During the initial inspection it was noted that the swivel was damaged and the motor was corroded and operating below motor speed specifications. While during the initial inspection it was noted that the swivel was damaged and the motor was corroded and operated below motor speed specifications, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device had a blocked mechanism and significant air leak on the distal portion of the handle was noted. No adverse events have been reported as a result of the malfunction.